Event description:
Customer's wife reported 135 mg/dl on the advantage system at a time when the customer was symptomatic of hypoglycemia. Paramedics 35 minutes later stated customer's blood glucose was too low to obtain a reading on their meter, treated the customer with IV glucose. A request was made for the return of the system, replacement was sent.